Manufacturer narrative:
E1: patient city: (B)(6). Patient country: mexico. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013282, in question was manufactured at the reynosa site. Threshold analysis: a query was run on (B)(6) 2025 against "final reporting decision" equal "serious injury and death", "lot number" criteria equal lot number "6013282". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6013282 was manufactured according to the work instruction (wi) version 82 and packaged in the multivac 12 on 14-may-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: the lot 5e01620 was manufactured according to the wi version 29 on 14-may-2025, with a total of (B)(4) units. The lot 5e01621 was manufactured according to the wi version 29 on 14-may-2025, with a total of (B)(4) units. Gluing of tubing: the tubing lot 5e01602 was glued according to the wi version 42 and manufactured in the automatic gluing machine 04 and 08, on 12-may-2025, with a total of (B)(4) units. The tubing lot 5e00298 was glued according to the wi version 42 and manufactured in the automatic gluing machine 04 and 08, on 11-may-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10 samples out 10 samples passed the test, functional test air leak according to wi version 2 on reference samples, 10 samples out 10 samples passed the test, for the code no malfunction based on complaint information and harm untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by an hcp or requires emergency advanced. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no defect on test of reference samples, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in mexico. It was reported that the patient went to an emergency room (ER) on (B)(6) 2025 due to hyperglycemia event. Blood glucose level was 480 mg/dl at the time of the event and patient got treated with IV insulin. The duration of hospitalization was 12 hours. Patient was tested for ketones and the results were 150. Patient also experienced the symptoms of abdominal pain, headache at the time of the event. No further information available.